Event description:
Customer reported an rh mistype on galileo. A patient who is historically a positive is reacting as a negative on the galileo. The sample types as a positive with manual testing.

Manufacturer narrative:
The customer manually inspected both vial of anti-d reagents discovered lots of bubbles. The tech who put the reagents on the instrument did not inspect the vials for bubbles or foam prior to putting them on the instrument. The customer performed manual testing with new vials of anti-d reagetns and observed 2+ reactivity with both reagents. The customer also, performed manual testing using the same anti-d reagent vials used on the instrument and observed 2+ reactivity with both reagents. The sample was retested on the galileo the expected results were obtained. Review of the instrument images did not indicate a misplacement of the roi's. The customer did not return sample for investigation testing. The operator manual states: "inspect all reagents and controls for the presence of foam before placing on the instrument. The presence of foam in the vial can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error."